Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn emerald generated falsely elevated platelet results on four patient samples. Patient #4 was discharged from the hospital on the morning of (B)(6) 2015 and had blood drawn as part of the discharge order. The platelet count was 85 k/ul (normal range 150 - 450 k/ul). After discharge from the hospital, the patient walked across the street to coast hematology oncology for chemotherapy treatment. A second blood sample was collected at coast as part of routine blood work prior to administering chemotherapy. The platelet count generated by the cell-dyn emerald was 170 k/ul (normal range 150 - 390 k/ul). Chemotherapy was administered based on the results generated. No consequences or impact to the patient over-all health was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that the cell-dyn emerald generated falsely elevated platelet results from four patient samples. One patient sample generated a result of 170 k/ul, which was repeated at 85 k/ul when the patient sample was tested at the hospital lab. However, chemotherapy was administered to the patient based on the falsely elevated result. No consequences or impact to the patient over-all health was reported.

Manufacturer narrative:
Field service was dispatched and replaced the counting chambers w/o aperture due to intermittent issues observed at the time of service. In addition, the rbc counting head was replaced due to normal wear. No further platelet issues were observed. The service activity performed is consistent with addressing a high platelet background or results issue. A product trend review and all customer complaints received for this issue were reviewed. Our review of this data did not identify any adverse trends or abnormal complaint activity. Per the complaint text information, it does not appear that the customer was performing monthly maintenance as prescribed in the cell-dyn emerald operator's manual. The results involved in this complaint issue are from samples where the patients are on some type of therapy, such as chemo, platelet, etc. If the cell-dyn emerald system is not properly maintained, therapeutic drugs can potentially build up on and around the rbc/plt path, counting head, etc. This build up can potentially affect counting due to contamination and/or sizing due to gross build up. For this reason, the cell-dyn emerald has a maintenance schedule to help eliminate this build up. The customer was instructed to perform scheduled maintenance as outlined in the cell-dyn emerald operator's manual to ensure optimum performance.